Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that separation occurred at an unspecified time with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "we have had another nexiva fail. On this unit, the connecting tube fell out of the butterfly portion of the unit. I believe this now makes 4 failures total. I understand if it were a case of too much pressure but to have them fall apart is unacceptable. 1 of 3 complaints.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred at an unspecified time with a bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, "we have had another nexiva fail. On this unit, the connecting tube fell out of the butterfly portion of the unit. I believe this now makes 4 failures total. I understand if it were a case of too much pressure but to have them fall apart is unacceptable. 1 of 3 complaints.